Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error. The customer explained that the insulin pump was wet and was no longer working at the time of the call. The customer removed the battery, inserted the battery and then received the battery out limit alarm. The customer's blood glucose was 365 mg/dl. While troubleshooting, the customer reiterated that the insulin pump was exposed to moisture. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis. The customer declined troubleshooting for the battery out limit alarm and low blood glucose.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad traces. No button error alarm noted. Unable to verify for battery out of limit and perform rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement test due to no act button response. No moisture damage inside pump noted. The insulin pump has minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked belt clip slot.